Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2023. Additional information was requested, the following was obtained: * could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more details. No. * did the needle fall into the patient? No. * was the needle piece removed from the patient during the same procedure? Na. * were x-rays taken to locate the needle? No. * was there any patient consequence or injury? No. * what is the patient¿s current health status and condition? Unknown. * was any other tissue damaged as a result of searching the needle? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture thread came off needle at the swage. The needle was retrieved. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Component code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more details. Did the needle fall into the patient? Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Could you please clarify device's availability?